Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be completed because no serial number was provided. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump "will not run". They stated that they turned the pump off and on again, but that they are still not able to get it to run. They also stated that there were no alarms. Mmdg followed up with the initial reporter, who stated that the patient had experienced about a seven hour delay in feeding, but was doing well afterwards, and had not had any adverse effects. No further information about the complaint was provided. (B)(4).